Event description:
The physician intended to use a resolute onyx stent to treat a mildly tortuous, severely calcified lesion in the ostium proximal rca. There was no damage noted to packaging. There were no issues noted when removing the device form the hoop. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that a stent dislodgement occurred during removal following a failed delivery. ¿physician was attempting to deliver a ronyx35026ux to mid rca lesion that he did pre-dilate. The stent could not cross a heavily calcified ostial lesion that he did not predilate. When the physician attempted to remove the device, the stent caught a piece of calcium and came off balloon. Doctor chose to crush the stent into the arterial wall. Another stent was delivered to targeted lesion in mid rca.¿ the dislodged stent was not removed and remains in the patient.

Manufacturer narrative:
The ostium lesion had 80% stenosis. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath. No issues were noted when removing the stylette. Excessive force was not used when advancing the device to the lesion. The physician decided to crush the stent into the arterial wall with an unknown brand balloon. The patient status is alive with no serious injuries reported post procedure. Correction to previously reported event in that the target lesion was the mid rca and the dislodgement occurred in the ostium of the rca (proximal). In the ostium of the rca the lesion was mildly tortuous and severely calcified. If information is provided in the future, a supplemental report will be issued.